Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the 0.018 guidewire required for inserting the impella had an initial defect. The floppy part at the tip of the guidewire was kinked before use. A new guidewire was used. There was no patient harm.

Manufacturer narrative:
The investigation of product damage (guidewire damage - peripheral vessels) has been completed. The guidewire was returned for investigation. Data log review was not required for this case run. The floppy end of the guidewire was bent, and a kink was reported on it. No images or evidence were provided to confirm an out-of-box packaging issue. The cause of the out of box guidewire damage is unknown and the product will be returned to the vendor for further analysis.